Event description:
Using vendor oxygen store (rotech healthcare) for CPAP machine and supplies. I am now using my 5th CPAP machine and supplies. I am now using my 5th CPAP machine since early 2008. I have had 4 replacement machines and am hoping #5 lasts longer than the others. These machines have leaked water down my throat causing choking. Some of the other machines quit working altogether or made so much noise, I was unable to sleep! Attached is a copy of a fax I sent to my insurance provider with the dates and serial #'s of the machines. I understand that respironics was bought by philips back in the same month, before that this company was a sister company to rotech. Thank you, please contact me if more information is required.